Event description:
During a proplan orthognathic lefort ii reconstruction with bsso (bilateral sagittal split osteotomy) procedure, as the surgeon was implanting a y-nasal plate, the first matrix midface screw that was being inserted fell apart. The surgeon did not pre-drill for this first screw. Surgeon confirmed all broken fragments of the disintegrated screw were suctioned completely, with no fragments remaining in the patient. The surgeon then pre-drilled all other screw holes, and implanted the plate and the rest of the screws without further problem. There was no significant delay in the surgery due to the broken screw, and the patient is reportedly recovering well.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of synthes device history record revealed no complaint related anomalies for this product lot.